Event description:
It was reported that the programmer displays an error code, with interrogation of devices. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis verified the initial report, an error was displayed. As a result the hard drive was reconfigured and the software was reloaded. It was also noted that the fan was noisy.